Event description:
It was reported to medtronic minimed that the customer experienced a potential for a difference between sensor glucose vs blood glucose was out of limit. The blood glucose value was 58 mg/dl, and the sensor glucose value was 110 mg/dl at the time of the event. The average sensor glucose vs blood glucose difference was 61 %. The customer reported blood glucose value of 58 mg/dl. The customer reported hypoglycemia was not treated. The event involved product(s) mmt-442a, mmt-342, mmt-7040a, mmt-1884l. Troubleshooting was not performed. Customer stated the insulin delivery was not suspended. However, the discrepancy between sensor glucose vs blood glucose which was not within range. No product return is required for mmt-442a. No product return is required for mmt-342. The customer will discontinue use of the device. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-1884l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions) and h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having sensor glucose value of 110mg/dl versus blood glucose value of 58mg/dl. The difference was 47%. Customer tried to calibrate her sensor but had to change it afterwards. No treatment was mentioned for the low. Customer did not mention anything about insulin delivery suspension. Customer declined troubleshooting. It was unknown if pump was used within 48 hours of the low. It was unknown if smartguard was used. Mmt-7040a will not be returned for analysis. Mmt-1884l will not be returned for analysis.